Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Battery voltage 3.04 volts on (B)(4) 2016 with estimated longevity of 131.1 months. Battery voltage 3.01 volts on (B)(4) 2016 with estimated longevity of 104.5 months. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the longevity estimate of the implantable pulse generator (ipg) had dropped drastically from 10.5 years to 8.5 years within six months, without any notable changes in parameters or burden. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.